Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. A total of twenty-seven (27) pieces were returned. Two (2) pieces were the actual device as the same event happened twice on the same canine patient on two (2) separate occupations, also see MDR 9681835-2017-00027. Visual inspection of the two actual devices found both needles to be placed inside the hubs and did not appeared to be loose. The needles were pinched by fingers and intentionally pulled and removed just above the glue on hub. No damages or bending were observed on the needle tube and its tip. The enclosed twenty-five unopened samples showed no indication of defective concerns, such as needle removal above glue or any potential factors of causing the similar reported incident. Simulation testing was conducted. According to the user, "the product was stored in a jar together with alcohol swabs". We prepared a bottle filled with alcohol solution (70%) and dipped unused samples in, let it stand for a day. After the samples were removed from alcohol on the following day needles were punctured into a rubber stopper to examine strength of the glue on hub by swinging in right & left motions and withdrawn from the hub. As a result, the samples were completely removed just above the glue and were being present on rubber stopper. When closely observed the glue area where the needles were removed simulated damage resembled the one observed in the actual devices. A manufacture inspection record check of the concerned lot, confirmed our assembly machine was to be operated under normal condition. Moreover, randomly picked inspection record per every lot showed no defective findings. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, the simulation testing confirmed the actual samples were adversely affected by alcohol which may have chemically deteriorated glue's composition causing the reported events. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "dispose of safely after single use to avoid risk of infection". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported needle detachment during a procedure. Follow up communication with the user facility reported the following information: a (B)(6) canine patient; the canine was administered a transfusion twice per day; during an in-home treatment a needle tube was removed from the component just above the glue on hub while the sharp tip was still being penetrated under the canines skin; a needle puncture was on the canines dorsocervical; the device was used several times and for a few days; and the needles were stored inside a jar together with alcohol swab.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.